Manufacturer narrative:
The device received open book or critical pump error after battery installation. The device received constant critical pump error alarm. Problem isolated to force sensor. Unable to confirm pump error 35 due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that customer had critical pump error on insulin pump. The customer¿s blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.